Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to inadequate material selection or materials of construction are not biocompatible or material surface is rough or abrasive or uncomfortable. It was unknown whether the device had met specifications. The product was used for the treatment but it was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Not recommended for patients who are experiencing skin irritation or breakdown at the site." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient used the purewick female external catheter for two days and experienced the bleeding. Also the patient had a massive urinary tract infection. The liberator representative shipped the patients first order of purewick supplies on 15sep2021. It is unknown what medical intervention was provided for the urinary tract infection. Per follow up via phone on 27oct2021 it was stated that the patient experienced a urinary tract infection which made the patient went to the emergency room after using the purewick. The customer stated that there was no bleeding and told by the doctor that the patient had the wick in place was too long. The customer stated that the device was placed for 12 hours of use and used for 4 days when the reaction was occurred. The customer was given several antibiotics but was unsure of the name of the medications. The patient was no longer using the purewick and now had an indwelling catheter. Medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced a massive urinary tract infection and started bleeding after using the purewick female external catheter for two days. The patient had to see a specialist. The representative shipped the patient¿s first order of purewick supplies on (B)(6) 2021. It was unknown what medical intervention was provided for urinary tract infection.